Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her daughter is receiving a replace battery now alarm without receiving a low battery alert prior. Customer¿s blood glucose was unknown. On (B)(6) 2017, the insulin pump prompted her to replace the battery around 4:00 am, 10:00 pm and today at 4:00 am. She said that the batteries were not previously used and there were not any unattended alarms. The customer mentioned that the battery cap is damaged and it takes a while to put it back on. The insulin pump will not be returned for analysis.